Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds exhibited on the right ventricular (rv) lead. It was noted that the rv lead had dislodged. The rv lead was reprogrammed, turned off, capped and replaced. No patient complications have been reported as a result of this event.